Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were some episodes of non-sustained right ventricular oversensing detected due episodes of post- paced t-wave oversensing. Technical support recommended reprogramming; however, no changes have been made to resolve the event and the patient was in stable condition.